Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned and evaluated. The visual inspection found defects to the outer case. The functional evaluation confirmed the device failed to charge, establishing a relationship with the event reported. The root cause was identified as a failed main circuit board. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to the mainboard is defective, besides the front and back enclosure are broken. No patient harmed, and no injury reported because this was found during service and repair.